Manufacturer narrative:
D4- a partial UDI was provided as the lot number is not known. H6 - medical device problem code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery with two prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the first device's lever was completely closed, but the device could not be removed, so it was forcefully removed from the anatomy. Upon removal, it was noted that the foot plate was not fully retracted. The second device's lever did not close completely, so a cut down was performed to remove the device because there was tissue in the front part of the foot. Hemostasis was achieved via a cut down and it was then noted that vessel damage had occurred. Additionally, two prostyle devices were used successfully on the right common femoral artery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and similar complaint history could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficult to open or close the foot and difficulty removing the device; however, the unexpected medical intervention appears to be related to circumstances of the procedure. The patient effect of tissue injury is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.